Event description:
It was reported that the user experienced persistently high blood glucose up to 400 mg/dl while on the ilet system with a g7 cgm, after which the infusion set was discarded and the user reverted to subcutaneous insulin by pen; reports showed fluctuating glucose and the user was advised to remain off the pump due to a recent long-acting manual insulin dose, followed by a factory reset and full ilet setup including cgm pairing, cartridge, infusion set, and weight entry to resume automated therapy. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.